Event description:
Info received that the left siderail would not stay latched. No injury reported.

Manufacturer narrative:
Tech found that the pt left body siderail would not latch. Sprayed lubricant on the locking spring which resolved this issue.